Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized and admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka). Despite receiving boluses and a manual injection of insulin (pod was removed), the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting and mildly elevated levels of troponin. The patient was treated with intravenous fluids, and insulin drip and lab work was performed. The patient remained in the ICU at the time of reporting.